Event description:
It was reported that this lead was surgically abandoned due to high pacing thresholds and insulation damage. A new lead was implanted. No additional adverse patient effects were reported.